Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering experienced dry firing during actuating the device. The unit was disassembled, engineering found internal component damage. The root cause could not be determined as engineering was unable to replicate the incomplete clip closure. The root cause of the incomplete clip closure remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Cholecystectomy - "when dr. (B)(6) fired the clip applier and the clips were in the vessels, it seems that were closer at the beginning. Afterwards the surgeon saw that the clips were opened. The or supervisor told us that the surgeon pressed the clips with the dissector and he placed more clips. He finished the surgery with this clip applier." Patient status - "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.